Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the device was interrogated after being removed from the box, and was found to already be at end of service (eos). It was noted that the device indicated having delivered over 500 shocks. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the device was interrogated after being removed from the box, and was found to already be at end of service (eos). It was noted that the device indicated having delivered over 500 shocks. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.